Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with an infection. The physician noted that the infection was unrelated to the patient's biventricular implantable cardioverter defibrillator system. However, the physician alleged that the implantable cardioverter defibrillator had eroded but was unsure. The physician explanted the device for the erosion and electively explanted the rest of the system for the infection. The patient was in stable condition.